Event description:
Matsukawa h, uchida k, rajbhandari s, shirakawa m, yoshimura s. Difference in the cumulative incidence of aneurysmal occlusion by flow re-direction endoluminal device and pipeline embolization device in the treatment of unruptured internal carotid artery aneurysms: a propensity score-matched cohort study. Neurosurgical review. 2023;46(1):1-9. Doi:10.1007/s10143-023-02026-z medtronic literature review found a report of patient complications in association with the pipeline device. The purpose of this article was to compare the clinical and radiological results, including the cumulative incidence of aneurysm closure, in patients with unruptured cerebral aneurysms (uca). Treated with the flow-re-direction endoluminal device (fred) or the pipeline embolization device (ped). A total of 195 patients with 199 ucas were analyzed retrospectively. One hundred sixty-six patients were female (85%), and the mean age was 62 years. 102 patient's had ped. Among 104 peds, 9 (8.7%) were ped-shield. The article does not state any technical issues during use of the pipeline. The following intra- or post-procedural outcomes were noted: -3 patients had aneurysm related death (aneurysm rupture was the cause of mortality) -3 patients had transient morbidity -3 patients had major stroke; 2 had ischemic strokes (2 minor perioperative) and 4 had hemorrhagic strokes (2 major and 1 minor peri operative and 1 major during follow-up) -complete and satisfactory aneurysmal occlusions were observed in 128 (68%) and 148 (78%) of 189 aneurysms, respectively -8 patients with ped needed additional treatment

Manufacturer narrative:
G2: citation: authors: matsukawa, h., uchida, k., rajbhandari, s., shirakawa, m., <(>&<)> yoshimura, s.. Difference in the cumulative incidence of aneurysmal occlusion by flow re-direction endoluminal device and pipeline embolization device in the treatment of unruptured internal carotid artery aneurysms:. Neurosurgical review 1 2023. Doi:10.1007/s10143-023-02026-z earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.